Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a damaged flange. The unit was not confirmed to be dropped. Issue found during pre-testing. There was no patient involvement and no harm/adverse event was reported.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was returned for analysis. Visual inspection showed cracks in the top case at both front corners, right plunger case, and damaged to the ear clip. There was no evidence to review in the device's event history log. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the user damage/dropped. As a result, the ear clip was replaced and the pump was cleaned, greased, and calibrated. A history review identified there was no indication that the complaint was related to the device within the review period.